Manufacturer narrative:
The event of lymphoma alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma alcl.

Event description:
Through journal article "chest wall infiltration is a critical prognostic factor in breast implant-associated anaplastic large-cell lymphoma affected patients", a patient experienced reoccurrence staged as IV at time of diagnosis. Patient was diagnosed with bia-alcl (alk- and cd30+). Affected side is unknown. The device has been explanted. The manufacture of the device is unknown. Treatment: unknown.

Manufacturer narrative:
This report has been confirmed to be a duplicate of a previously submitted emdr and is no longer reportable to the FDA. See mrn 9617229-2021-16358 for further information regarding events captured in this report.

Event description:
This report has been confirmed to be a duplicate of a previously submitted emdr and is no longer reportable to the FDA.